Event description:
I received a false positive covid test using the cue molecular test. The test was followed up with a hologic aptima lab test that was negative and 4 serial binaxnow and ihealth rapid tests over two days, plus additional negative cue test. I had previously participated in daily asymptomatic screening with the binaxnow test over the first omicron surge and has not had a false positive in 40 tests. My employer recently implemented cue testing at work and within the first 10 tests I had 4 canceled/invalid results and a false positive. At least 3 others reported false positives and one symptomatic false negative confirmed by pcr in a group of about 10 other workers I talked to. I experienced fear and inability to work or care for my family as a result of the false positive. I became concerned with the lack of performance of the tests due to discrepancies in the control failure rates and spurious results compared to published data, but was shut down by my employers eh&s lead when I asked to talk to someone in charge about it. FDA safety report ID# (B)(4).